Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported falling and post the fall the patients right ventricular (rv) lead impedance increased, and had high thresholds. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.